Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site #29 of the patient's mouth, no osseointegration was achieved. Poor bone quality/quantity were reported to contribute to the event. The device will be forwarded to the manufacturer for investigation. Mobility, inflammation, and swelling were reported at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc,

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site #29 of the patient's mouth, no osseointegration was achieved. Poor bone quality/quantity were reported to contribute to the event. The device will be forwarded to the manufacturer for investigation. Mobility, inflammation, and swelling were reported at time of event, no further complications were observed.